Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with deep brain stimulation (dbs). It was reported that the clinician programmer displayed a message stating that the delivered amplitude may not be lower than the selected amplitude for one or more programs, check programs and decrease the amplitude, check programs and increase pulse width, change to voltage mode, and check electrode impedance. Electrode impedances were tested at 3v. On the right side, all pairs with contact 3 (c/3, 0/3, 1/3, 2/3) were measured at >40k ohms. On the left side, all pairs with contact 11 (c/11, 8/11, 9/11, 10/11) were measured as >40k ohms; pairs with contact 10 were measured at 22061 ohms for the c/10 pair, 22375 ohms for the 8/10 pair, and 22217 ohms for the 9/10 pair. These impedance readings were noted to be new since replacement of the implantable neurostimulator (ins) due to normal battery depletion; the patient had good therapy in constant current prior to replacement. There were no falls or trauma reported related to this issue, but the patient was reported to have mobility difficulty. The patient was programmed at: left side: 10-, 9+, 4.5ma/60pw/160hz; right side: 1-, 2+, 4.5ma/60pw/160hz. No patient complications anticipated.